Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had motor arm cannot communicate with the main arm and critical block error. Customer¿s blood glucose level was 20 mmol/l. Customer was unable to rewind the insulin pump. However; insulin pump wen off. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the self test, sleep current measurement, active current measurement, and displacement test. Insulin pump powered up properly after battery installation. No blank display noted during testing. Pump received with normal operating currents, no unexpected battery power loss alarms noted during testing. No unexpected replace battery now alarms, or low battery alarms noted during testing. No unexpected pump error 15 or pump error 4 alarms during testing however, pump error 15 alarm (line number 213 file number 30) and pump error 4 alarm are found in the formatted history file due to a software error.